Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding the discordant patient results obtained for multiple assays on a dimension exl 200 system. Siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc has reviewed the information provided by the customer. The cause of the event is operator use error. The operator mislabeled the patient specimen with the questioned results. There is no indication of malfunction of siemens products in this event as siemens does not label the patient specimen tubes or produce the patient specimen tube or barcodes. The dimension exl system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant results were obtained for a patient for multiple assays on a dimension exl 200 system. The discordant results were reported to the physician(s) who questioned the results. Upon investigation, the customer identified that a different patient sample was processed in place of original sample due to a mislabeled sample tube. The correct patient sample from the other sample tube was then processed on the same system and the results were considered correct. A corrected report was issued for all the assays. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.